Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 385mg/dl. The customer's most current level was 429mg/dl. The customer treated the highs with manual injections. The customer states the alarm was resolved by complete infusion and reservoir change. The cannula was noted to be bent. The customer was advised the reservoir would be replaced and returned for analysis.